Event description:
It was reported that the pump was warm to the touch. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.